Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Case details were reviewed. No imaging was shared by the account for review. 6 to 8 hours post procedure, hemoglobin dropped twice and a pseudoaneurysm was confirmed via CT scan. No information/imaging was provided on the exact location of the pseudoaneurysm. The IFU identifies pseudoaneurysm as a potential adverse event with large bore closure intervention. Other access site complications leading to bleeding, pseudoaneurysm etc. Possibly requiring blood transfusion is also documented as a known risk in IFU. Patient received 4 units of packed red blood cells. It was noted that the pseudoaneurysm was self-resolved without any need for intervention. Additional angiography was performed confirming no issues. Based on the information and no imaging review, the most likely root cause of the pseudoaneurysm and/or any bleeding event is undeterminable.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists identified potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's femoral artery was reported to be 7.0 mm in diameter with no calcification. The deployment depth for manta was measured and deployed at 3.5 cm + 1.0 cm. A 29 mm heart valve was delivered using a 14f sheath. The reporter stated there were no intraoperative complications during the procedure, and everything went well. Protamine 60 mg was administered to the patient approximately five minutes prior to closure. Time to hemostasis was reported as immediate. The reporter stated the post-closure angiogram looked fine. The patient reportedly followed all hospital protocols for post-procedure groin care. It was reported that 6-to-8 hours after the procedure had been completed, the patient's hemoglobin dropped twice. The patient had developed a pseudoaneurysm confirmed on computed tomography scan. The patient received 4 units of packed red blood cells (prbcs). The reporter stated the pseudoaneurysm was believed to have self-resolved with no intervention and no sequelae. It was reported that additional angiography was performed with nothing of concern seen on angiogram.